Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on right plunger case. Top case was cracked by tube holder. Bottom case was cracked by l-bracket screws. Force sensor test error was found event history log. The technician power up process, checked and test force sensor. Force sensor test error was found at power up and failed force sensor reading. The root cause for the reported issue was found to be force sensor was out of calibration as a result of normal wear / calibration drift. Pump was over 14 years old. The technician performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the force sensor test failure occurred. No patient injury was reported.